Event description:
The patient's wife called the manufacturer on 12/01/2006 to report the patient had product implanted in 2006. The system was then programmed on 11/20/2006. Subsequent to programming the patient experienced symptoms related to neurological deficit; speech and swallowing abilities reportedly were affected. The patient has also experienced heavy eyelids. The hcp was contacted and the patient was scheduled for follow-up on 12/05/2006. The physician advised the patient to turn off the devices prior to exam. The patient shut off the first ipg on 11/28/2006 and reportedly turned off the second ipg on 11/30/2006. The patient's spouse called the manufacturer the following day to ask how long it would take for the patient's speech to return. No report of device explantation. Additional information has been requested. A follow up report will be sent if additional information is received. See also MFR report number 2182207-2006-02428.

Event description:
The patient's wife called the manufacturer on 12/01/2006 to report the patient had product implanted on (B)(6) 2006. The system was then programmed on (B)(6) 2006. Subsequent to programming the patient experienced symptoms related to neurological deficit; speech and swallowing abilities reportedly were affected. The patient has also experienced heavy eyelids. The hcp was contacted and the patient was scheduled for follow-up on (B)(6) 2006. The physician advised the patient to turn off the devices prior to exam. The patient shut off the first ipg on (B)(6) 2006 and reportedly turned off the second ipg on (B)(6) 2006. The patient's spouse called the manufacturer the following day to ask how long it would take for the patient's speech to return. No report of device explantation. Additional information has been requested. A follow up report will be sent if additional information is received. See also MFR report number 2182207-2006-02428.

Manufacturer narrative:
Corrected implant date found on internal review.

Manufacturer narrative:
Pt and device codes have been updated. Pt, MFR date, device's info were updated. Manufacturing site ID was updated to 3004209178. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was later reported that the patient had had a throat issue since implant. During surgery or programming of the patient¿s implant in 2007 something happened and it had caused the patient¿s palate to not be able to close; it got the palate in his throat. As a result, the patient could not talk and breathe at the same time. The patient could not speak well and could not be understood. The patient had had 5 surgeries to fix the problem but it was not resolved. The 5 surgeries were on the patient¿s throat and now they were trying to help the patient with his speech but neither had worked. The patient¿s last surgery on june 1st prior to the date of this report a skin graft was used but that had not worked either. This was occurring daily.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A consumer later reported that the patient had deep brain stimulation done on one side in 2006 and it worked great, then in 2007 a second deep brain stimulator was placed on the other side. The patient had major problems speaking and has had many surgeries on the palate but nothing had helped. No one could understand the patient and it was very hard for his wife too also.

Event description:
The patient's wife called the manufacturer on 12/01/2006 to report the patient had product implanted on (B)(6) 2006. The system was then programmed on (B)(6) 2006. Subsequent to programming the patient experienced symptoms related to neurological deficit; speech and swallowing abilities reportedly were affected. The patient has also experienced heavy eyelids. The hcp was contacted and the patient was scheduled for follow-up on (B)(6) 2006. The physician advised the patient to turn off the devices prior to exam. The patient shut off the first ipg on (B)(6) 2006 and reportedly turned off the second ipg on (B)(6) 2006. The patient's spouse called the manufacturer the following day to ask how long it would take for the patient's speech to return. No report of device explantation. Additional information has been requested. A follow up report will be sent if additional information is received. See also MFR report number 2182207-2006-02428.

Manufacturer narrative:
Corrected implant date found on internal review.

Event description:
It was later reported that the patient had had a throat issue since implant. During surgery or programming of the patient¿s implant in 2007 something happened and it had caused the patient¿s palate to not be able to close; it got the palate in his throat. As a result, the patient could not talk and breathe at the same time. The patient could not speak well and could not be understood. The patient had had 5 surgeries to fix the problem but it was not resolved. The 5 surgeries were on the patient¿s throat and now they were trying to help the patient with his speech but neither had worked. The patient¿s last surgery on june 1st prior to the date of this report a skin graft was used but that had not worked either. This was occurring daily.

Manufacturer narrative:
Pt and device codes have been updated. Pt, MFR date, device's info were updated. Manufacturing site ID was updated to 3004209178. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A consumer later reported that the patient had deep brain stimulation done on one side in 2006 and it worked great, then in 2007 a second deep brain stimulator was placed on the other side. The patient had major problems speaking and has had many surgeries on the palate but nothing had helped. No one could understand the patient and it was very hard for his wife too also.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.